Manufacturer narrative:
Describe event or problem on the initial MFR report indicated that the indigo system cat5 aspiration catheter (cat5) was kinked upon removal from the packaging. This sentence should have stated that the cat5 was also found broken upon removal from the packaging. Based on the information above, an additional device code should have been reported on the initial MFR report and is being added to this follow-up #1 MFR report.

Manufacturer narrative:
Results: the indigo system cat5 aspiration catheter (cat5) was kinked approximately 37.0 and fractured approximately 81.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was fractured and kinked. This type of damage typically occurs due to forceful withdrawal of the cat5 from the packaging hoop at extreme angles. Cat5 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the indigo system cat5 aspiration catheter (cat5) was kinked upon removal from the packaging. The damaged cat5 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new cat5.